Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is no audible alarms work. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: one ventilator device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The device was received in with wear on the housing, but unacceptable damage was found. No error codes or event history log (ehl) are available for this device. After powering on the device for an initial electronic alarm check while connected to a test battery holder assembly and separate interface board, the customer reported issue was confirmed in that there were no electronic alarms. The root cause of this event is unknown however, the interface board was found to be faulty. To correct this issue, the faulty interface board was replaced. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).